Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received a power loss alarm. The customer's blood glucose level was 248 mg/dl at the time. The customer was assisted in troubleshooting. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.